Event description:
It was reported that, during a neurovascular procedure, when the subject stent was advanced to distal of microcatheter, resistance was encountered. During adjustments, the subject stent deployed inside microcatheter unexpectedly so the operator withdrew the subject stent together with microcatheter out of the patient's body. The subject stent and microcatheter were replaced and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The stent was returned for analysis deployed (off the stent delivery wire) inside the returned microcatheter. The stent was advance through the distal opening of the microcatheter using a patency mandrel. Once the stent was removed from the microcatheter it was inspected and noted to be deformed. The stent delivery wire was returned as was the introducer sheath and both of these parts of the device were undamaged. Stent deployed prematurely during use functional test ¿ the stent was found to be deployed inside the microcatheter. Stent difficult/unable to advance or pullback through catheter functional test unable to perform as the stent was found to be deployed inside the catheter. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported 'stent deployed prematurely during use' was visually confirmed during inspection. The reported 'stent difficult/unable to advance or pullback through catheter' could not be confirmed as the stent was returned already deployed inside the microcatheter. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was described as 'moderately tortuous'. It was reported that the physician 'used a microcatheter to deliver subject stent. When the stent was advanced to distal of microcatheter, resistance was encountered. During the adjustments, the stent deployed inside microcatheter unexpectedly so the operator withdrew the stent together with microcatheter and used other products to continue. No impact to patient'. The as reported "stent difficult/unable to advance or pullback through catheter' and stent deployed prematurely during use" as well as the as analyzed ' stent deployed prematurely during use and stent deformed" will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that, during a neurovascular procedure, when the subject stent was advanced to distal of microcatheter, resistance was encountered. During adjustments, the subject stent deployed inside microcatheter unexpectedly so the operator withdrew the subject stent together with microcatheter out of the patient's body. The subject stent and microcatheter were replaced and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.